Event description:
After insertion and initial good blood return, infusion was started. It was noted that there was leakage at connection of hub to catheter. During removal, the catheter separated from hub. A tiny amount of catheter was sticking out of skin, and nurse was able to retrieve catheter. Additional information received from the facility indicated that the fractured catheter was retrieved without incident and the patient suffered no adverse sequela associated with this incident.